Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited abnormal impedance measurements. The device remains in use. No adverse patient effects were reported.